Event description:
It was reported that during a pta treatment procedure to dilate a 90% stenosis in a slightly tortuous left iliac artery, the balloon ruptured. The physician had advanced the balloon catheter to the target lesion and inflated the balloon one time to 4 atm's when it ruptured. The express ultra-soft balloon catheter was removed and a cordis balloon catheter was used to successfully complete the procedure. The patient is reported as "good" following the procedure, no complications or injuries were reported.